Manufacturer narrative:
Summarized: patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, coronary artery disease, stroke, congestive heart failure, pulmonary arterial hypertension, chronic kidney disease, atrial fibrillation and left atrial appendage thrombus. Some of the complications reported were pericardial effusion and pseudoaneurysm. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Per the instructions for use, "the amplatzer¿ amulet¿ left atrial appendage occluder is contraindicated for patients: with the presence of intracardiac thrombus." And per the procedure in IFU "evaluate the patient using transesophageal echocardiography (tee) or intracardiac echocardiography (ice) to rule out the presence of intracardiac thrombus (including left atrial appendage thrombus) and presence of pericardial effusion." Literature attachment: article title: should left atrial appendage closure be considered in resistant left atrial appendage thrombus cases? ¿former foe, new ally¿

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "should left atrial appendage closure be considered in resistant left atrial appendage thrombus cases? ¿former foe, new ally¿ ", was reviewed. The article presented a retrospective, single center study to assess left atrial appendage closure (laac) safety and efficacy in patients with left atrial appendage thrombus (laat), aiming to offer valuable insights into its potential as a viable option for stroke prevention in such cases. Devices included in this study were amplatzer amulet and lifetech scientific lambre. The article concluded that the laac in cases of laat, whether pursued initially or as a deferred approach, demonstrates feasibility and safety, exhibiting notable procedural success and minimal incidence of periprocedural complications. [The primary and corresponding author was ahmet kivrak, department of cardiology, hacettepe university faculty of medicine, hacettepe neigborhood, 06230 altindag/ankara, turkey, with corresponding email: a.kivrak89@gmail.com] the time frame of the study was from september 2015 to february 2023. A total of 32 patients were included in the study, of which 25 (78.1%) received an abbott device. The average age was 71.9 years and the majority gender was male. Comorbidities included diabetes mellitus, hypertension, coronary artery disease, stroke, congestive heart failure, pulmonary arterial hypertension, chronic kidney disease, atrial fibrillation, left atrial appendage thrombus.